Event description:
Information received by medtronic indicated that the customer experienced the pump blank display, labeling/packaging issue. Troubleshooting was partially performed. No harm requiring medical intervention was reported. The customer will discontinue use of the pump and revert to the backup plan as per health care professional instructions and a serialized device will be replaced. The insulin pump will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a partially broken retainer ring. Unable to do the displacement due to a partially broken retainer ring. The pump passed the active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, failed battery test on 02/27/2024 13:29:59.000. Power loss alarm on 02/27/2024 13:50:47.000, low battery alert on 02/27/2024 01:22:48.000, replace battery alert on 02/27/2024 09:29:00.000 and replace battery now alarm on 02/27/2024 10:00:00.000 were found in the history files pump error 53 (file number: 2005; line number: 5632) was found in the history files on 02/27/2024 13:41:07.000 due to a software error. Pump error 4 was found in the history file on 02/27/2024 13:48:56.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Unable to lock a test p-cap properly into reservoir compartment during testing due to a partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, stained keypad overlay, partially broken retainer, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay and serial number label missing. Blank display was not observed during analysis and passed all required testing. Blank display was not confirmed. Cosmetic damage was confirmed at the labels. Reservoir unable to lock into place was confirmed due to a partially broken retainer ring. Partially broken retainer ring damage was confirmed. Pump error 53 was confirmed due to a software error. Pump error 4 was confirmed due to a pump error 53. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.